Manufacturer narrative:
The last calibration performed on 25-may-2023 had lower signals than expected. Quality controls were not performed on the days of measurement. Upon review of the alarm trace, no relevant alarm was observed at the time of measurement. A general reagent issue can most likely be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys cmv igg assay on a cobas e 801 analytical unit. It was asked but it is unknown if a questionable result was reported outside of the laboratory. On (B)(6) 2023 the result of the first sample was 10.6 u/ml (reactive). On (B)(6) 2023 the result of a second sample, collected from the same patient was less than 0.150 u/ml, accompanied by a data flag (non-reactive). On (B)(6) 2023 the initial sample was repeated with a result of less than 0.150 u/ml, accompanied by a data flag (non-reactive).

Manufacturer narrative:
The serial number of the customer¿s cobas e 801 analytical unit is (B)(6). The investigation is ongoing.